Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) was returned with a cut cord. Due to the damage, the instrument could not be tested for functionality. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement. The instrument moved intuitively with full range of motion. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument only worked on the patient¿s right side. The customer also reported that the vse instrument was not getting the desired tissue effect with both system generators. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete for the vessel sealer extend (vse) instrument. A review of the advanced technical log for the vse instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs showed that the vse instrument under question was installed 3x and passed homing 3x. The instrument had 41 complete cut events and 8 seal complete events on the integrated electrosurgical unit (iesu). The e-100 generator logs showed 2 coagulation events with no errors and 70 seal events with 3 ¿blank¿ errors. Additionally, the instrument was used for about 25 minutes.